Manufacturer narrative:
The device was discarded and not returned for evaluation. The customer provided 3mensio imagery for review. Calcification was present in the landing zone and the patient had tortuosity within access vessels. While the IFU/training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. Per the risk management worksheets for the commander delivery system, difficulty navigating the catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035'' guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035'' guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaints for crossing difficulty and flex difficulty were unable to be confirmed with no returned device or procedural imagery. Investigation results suggests patient factors (calcification) may have caused or contributed to the difficulty tracking as it likely created a physical barrier interfering with the passage of the delivery system. As tracking difficulties were experienced, it is likely that the physical interference with calcification caused the articulation of the flex wheel to feel obstructed. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits which are managed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation ongoing.

Event description:
As reported by field clinical specialist, the patient developed hypotension after deployment, CPR was started. The patient was converted to general anesthesia and tee was placed. A large effusion was seen on tee. Post deployment angiogram did not appear to show any extravasation. Pericardiocentesis was attempted unsuccessfully and the patient was transported to the cardiac or for a pericardial window. Regarding the effusion, the surgeon reported a ''tear'' in the non -right coronary sinus. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The reporter marked "yes" to "did use error did lead to a negative outcomes or patient injury". Additional clarification indicated it was not necessarily user error, but they theorized that the commander caused the issue after repeated attempts to cross the valve. The other option was the deployment itself. There was device malfunction/difficulty using the device during case, related to the difficulty crossing. The valve was explanted in the or during the root repair and a surgical valve was implanted. When asked if the initial reporter (e.g., physician, nurse) alleged the ew device was deficient in some way, it was noted the implanter did say ''the flex is getting worn out'' as they tried to get across the native aortic valve after multiple attempts. The team kept pulling the commander back into the ascending and adding/taking flex off to try and get across the native valve.